Event description:
Pt on a curlin cms 4000 infusion pump experienced an alarm, screen displays "alarm replace set 3." Moog curlin administration set ((B)(4)) becomes deformed, apparently loses patency when pumping fingers in the tubing guide receptacle exert pressure on tubing. Attempts to return the tubing to original shape are ineffective, and only replacement of tubing resolved the alarm. Dates of use: several hrs ¿ (B)(6) 2011. Diagnosis or reason for use: antibiotic intermittent infusion.